Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (would not communicate with monitor) was confirmed. As received, the trunk cable was cut. The cause of the inability to complete testing is the cut trunk cable. The root cause of the cut cable is physical abuse. No adverse event resulted from the cut cable.

Event description:
A us distributor returned an electrode belt indicating that it would not communicate with a monitor.